Event description:
Approximately 39 months ago, the patient had undergone a successful anatomic shoulder arthroplasty surgery. The patient returned to clinic and complained of pain with movement in the treated shoulder, onset of symptoms was not reported. The surgeon suspected a subscapularis tendon tear. During the physical examination it was noted that the shoulder would dislocate anteriorly as the arm moved through a range of motion. The patient was brought in for surgery and when the humerus was exposed, the surgeon noted there was medial calcar resorption. The humeral head was removed from the stem and the stem was observed to be "slightly loose when toggled on" before it was also removed. When the glenoid side was exposed, the glenoid "popped out of place, no removal necessary". The glenoid component was work down, especially anteriorly and there was anterior wear noted on the patients' actual glenoid. The surgeon used a bone graft after preparing the glenoid prior to completing the reverse shoulder arthroplasty surgery without any clinical consequence to the patient.